Event description:
The user performed a pre-use check on this servo 300 vent and heard what sounded like an internal leak. The ventilator was sent to biomedical engineering for repair. The biomedical engineer set up the ventilator and noticed the expiratory valve was not closing. The pcb 1585/1586 board has an induction coil (l1) that had melted. Further inspection revealed that pc 1618 had a melted component.